Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead had an undefined superior vena cava (svc) coil impedance and the rv coil impedance had increased and was now high. It was noted both defibrillation impedances have varied. An svc fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: d314drm ICD, implanted: (B)(6) 2013; 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high superior vena cava (svc) coil defibrillation impedance. The svc impedance was noted to be varying. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.